Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. According to our field service engineer, the error occurred during the startup. Several parts needs to be replaced but the customer does not accept the repair. The listed parts are both battery modules, two batteries which are included in position one for the control printed circuit board, one for the monitoring printed circuit board and a replacement kit for the panel including backlight inverter printed circuit board. The customer was informed of the condition in which the ventilator was returned to their facility, it is not suitable for clinical use. No further issues have been reported after the event. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).